Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. During the investigation the pump operated within product specifications. The pump history was also reviewed and multiple no flow in and no flow out alarms had been logged. Mmdg was unable to replicate or confirm the complaint. There was no indication that the complaint occurred as reported. Based on this information, no MDR was needed.

Event description:
The initial reporter stated that "they are not getting a no flow alarm from the infinity pump. He stated that not any fluid comes through pump when disconnected from patient. And they also are not getting any occlusion alarms. The pump did not alarm and did not appear to be infusing". The initial reported also stated that "the parents watch the feedings, and once discovered, able to set up new bag/set and resume feeding". There was no delay or harm to patient. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that "they are not getting a no flow alarm from the infinity pump. He stated that not any fluid comes through pump when disconnected from patient. And they also are not getting any occlusion alarms. The pump did not alarm and did not appear to be infusing." The initial reported also stated that "the parents watch the feedings, and once discovered, able to set up new bag/set and resume feeding" there was no delay or harm to patient. (B)(4).